Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the black box showed no evidence of a short battery life. The returned battery cap and a test cartridge cap were used to complete the investigation. The pump ¿ez-prime¿ steps were performed correctly during testing. All current draws were within specifications. Product analysis was unable to duplicate the ¿short battery life¿ complaint. The product performed within specifications. The pump cover was removed for further investigation and no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)